Manufacturer narrative:
The complaint details were reviewed and found to pertain to adhesive detachment from the user. It is a known issue that devices with adhesives can experience detachment from a user. Detachment can result from factors such as poor surface preparation and environmental conditions. Given that investigations have been performed for similar complaints, further investigation of this complaint is deemed unnecessary as it would be duplicative.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the cannula dislodged from the skin at the infusion site on the leg after approximately 24-36 hours of pod wear. This led to the patient¿s blood glucose levels increasing to above 250 mg/dl. The patient applied a new pod and successfully resumed therapy. There was no medical intervention reported in relation to this event.